Manufacturer narrative:
Implant date: (B)(6) (year valid). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a patient call that the patient underwent spinal (cervical/ thoracic) fusion surgery. Post-op, screws loosening were reported. The patient had 3 additional surgeries and had pseudoarthrosis documented when the devices were removed.